Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: no battery cap or cartridge cap returned. All testing performed with test battery and cartridge caps. The black box dates from (B)(6) 2014 - (B)(6) 2014. Eaw (B)(4) occlusion alarms with an unidentified high force and cs (B)(4) occlusion during prime errors observed and in black box and alarm history. The pump was exercised for 24 hours on a (B)(4) unit per hr. Basal rate with no ¿occlusion¿ alarms duplicated. The force calibration passes. The force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging frequent persistent occlusion issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.